Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving heparin (1250 units/ml at 1250 units/day) via an implanted pump. It was reported that the patient had been in for a pump refill and the order was written to go from 2 weeks to 3 weeks. They were concerned because when updating the pump with the tablet it wastelling them that it would be empty in 18 days and they were expecting it to be 21 days; it gave an alert that a bolus was recommended; and it was saying the dose was decreased by 30% a day. The programming was reviewed during the call and it was noticed that they had changed the concentration and the infusion dose to match. It was reviewed that when they decreased the concentration to 875, they reduced the infusion as well, so it was still 1 ml/day. The hcp stated that they wanted to do .7 ml a day. The hcp was going to have the patient come back to correct the flow rate by programming the concentration to 1250 units and the infusion to 875 units/day. It was reviewed that the alerts they were seeing on the tablet were normal and caused by not doing a bridge bolus when the concentration was changed.